Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as " a large area of abdominal permeation was discovered on the ground." This was observed after peritoneal dialysis therapy, however the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.